Manufacturer narrative:
The device was returned deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the personal diabetes manager (pdm). The shelf mode current could not be measured and a rerun could not performed for the device since the pod was paired to another remote. The exact cause of this pod communication issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 5 and 24 hours. After this measurement the pod had a communication error, the patient removed the pod and then attended a clinic to be seen by their hcp. The patient reported feeling unwell and uncomfortable. The patient was treated with an insulin pen; about 5-6 units a new pod was placed. The patient was released after 2 hours.